Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02204. Device remains implanted.

Event description:
During a left hip revision due to infection, the femoral head could not be explanted which caused a delay greater than 30 minutes in the procedure. The acetabular liner was successfully removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.